Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the posterior /superior aspect of the right essure device appears to extend beyond the myometrium'), device expulsion ('the posterior /superior aspect of the right essure device appears to extend beyond the myometrium') and pelvic pain ('pain: pelvic/abdominal') in a 46-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, post coital bleeding, pulmonary embolism, vaginal discharge, vaginal itching, vaginitis, irregular menstrual cycle, gastroesophageal reflux disease, endometriosis, adenomyosis and multiparous. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 4 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), painful intercourse ("pain - dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: pelvic/abdominal") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (single site robotic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device expulsion, painful intercourse, abdominal pain, dyspareunia, abdominal distension, constipation and alopecia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, constipation, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy noted in dob:(B)(6) 1969, (B)(6) 1968 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion, no evidence of free peritoneal spillage on either side in this patient who is status post placement of a essure tubes bilaterally.. Pregnancy test - on (B)(6) 2012: result was negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device and partial expulsion of device most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received. Events vaginal bleeding, dyspareunia, bloating, constipation, hair loss, abdominal pain lower were added. Patient's medical history and laboratory data was added. Event per mr: the posterior /superior aspect of the right essure device appears to extend beyond the myometrium was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain - dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: pelvic/abdominal") and menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- previously reported event "injury to herself" updated to "dyspareunia (painful sexual intercourse)", events" pelvic/abdominal and bleeding - menorrhagia (heavy menstrual bleeding),lab data, reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the posterior /superior aspect of the right essure device appears to extend beyond the myometrium'), device expulsion ('the posterior /superior aspect of the right essure device appears to extend beyond the myometrium') and pelvic pain ('pain: pelvic/abdominal') in a 46-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, post coital bleeding, pulmonary embolism, vaginal discharge, vaginal itching, vaginitis, irregular menstrual cycle, gastroesophageal reflux disease, endometriosis, adenomyosis and multiparous. In 2011, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 4 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), painful intercourse ("pain - dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: pelvic/abdominal") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (single site robotic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, painful intercourse, abdominal pain, dyspareunia, abdominal distension, constipation and alopecia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, constipation, device expulsion, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy noted in dob:(B)(6) 1969,(B)(6) 1968 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion, no evidence of free peritoneal spillage on either side in this patient who is status post placement of a essure tubes bilaterally. Pregnancy test - on (B)(6) 2012: result was negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device and partial expulsion of device lot number: 836494, manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.